Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of lung and thoracoscopy, when the bronchus was completely cut off, there was an excessive force indicator. The handle was restarted and the issue was resolved. There was no patient injury.